Event description:
It was reported that when attempting to use the surgical fiber during a prostate procedure, a card reader error occurred at 0 joules of use. The procedure was completed using an alternate procedure (turp). There was no "injury to patient".